Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct (cbd) to treat a cbd obstruction during an endoscopic ultrasound (eus) procedure performed on april 21, 2017. According to the complainant, after the distal flange of the axios stent was successfully deployed, the stent hub failed to lock and the proximal flange of the stent was prematurely deployed through the duodenal wall into the cbd. The physician chose not to remove that stent as it was well under the duodenal wall mucosa. Reportedly, the physician does not intend to remove the stent and feels comfortable leaving the stent where it is. The procedure was then completed by placing another hot axios stent transduodenal to the cbd at a new site. There were no patient complications as a result of this event. The patient's condition was reported to be fine and stable.